Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 53 mg/dl. Customer's current blood glucose level was 53 mg/dl. Customer stated that got a new pump and was getting low blood glucose. Customer stated that it had happened with the last pump. The customer was using insulin pump within 48 hours of low blood glucose incident. Customer had experienced symptoms like sweating, fatigue due to low blood glucose. Customer had treated low blood glucose with food. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.